Event description:
The user reported that keypad button presses intermittently activated pump functions. She had difficulty activating functions using the "up," "down," and "ok" buttons. She says the buttons were not clicking or springing back as usual.

Manufacturer narrative:
The pump was returned to animas. Eval revealed that the "up" and "down" buttons intermittently activated pump functions and the "ok" and contrast buttons required excessive force when pressed to activate pump functions. All four keys mentioned were inverted and did not spring back. Evidence of adhesive was found under all key contacts.